Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The complaint correspondence indicates that there was a proximal type 1 and distal type 1 in the right common iliac. The correspondence indicates that the patient's anatomical form was suitable for evar; however, the physician reports tortuosity and calcification in the right common iliac. Without images we are unable to comment on the patient's suitability for evar. Without additional information or images it is difficult to determine a root cause. The proximal type 1 endoleak was resolved by balloon molding. Tortuosity and/or calcification may compromise the fixation and sealing at the implantation site. The distal type 1 was resolved with the placement of a balloon expandable stent. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.

Event description:
A male patient, with aneurysm of left common iliac artery, pulmonary disease, hyperpiesia, incompetence of mitral and tricuspid, as well as calcification and tortuosity of the right common iliac, underwent aaa repair in 2009. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. Confirmatory angiography revealed that type I endoleaks from the proximal site and the right distal site after one zenith main body and two zenith iliac legs were placed. The proximal type I endoleak was resolved with ballooning. Ballooning with another manufacturer's balloon catheter was performed to resolve the distal type I endoleak, however, it was not valid. Then another manufacturer's stent was mounted on the pta balloon catheter that was placed. It was confirmed that the distal type I endoleak was resolved. The patient is fine.